Manufacturer narrative:
(B)(4).the reported complaint of misfire/jam - staples not releasing was confirmed based upon the sample received. Upon functional inspection, it appeared that the staple misalignment prevented the second and third staples from firing properly. The first attempt at firing a staple into a simulated skin pad released one unformed staple and one fully formed staple. The unformed staple was entangled in the fully formed staple.a device history record review was performed, and no relevant findings were identified. The sample was disassembled. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. The source of the staple misalignment could not be conclusively determined. An investigation within teleflex was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the staple will not come out from the stapler. A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "normal".

Event description:
It was reported that the staple will not come out from the stapler. A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "normal".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 staplers were taken from the current production from part number 528135 visistat 35r 6/box lot number 73c2400176 the staplers were functionally inspected (fired) and issue reported "misfire/jam - staples not releasing" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.